Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.the batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.device not returned for analysis.

Event description:
Peripheral cutting balloon registry.it was reported in 2007, the patient underwent treatment for the peripheral cutting balloon device for two lesions. The lesion locations are in the femoral artery. The first lesion was de novo. The lesion was non-tortuous with mild calcification and the reference diameter was 4.0mm and length was 15mm, eccentric, tight with 90% stenosis. The second target lesion was an eccentric, de novo. The lesion was non-tortuous, tight with mild calcification. The target vessel reference diameter was 4.0mm and length was 15mm with 80% stenosis. The number of inflations, time and maximum inflation pressure for both lesions was not provided. The patient's pain level was reported as similar to conventional dilatation. The post-procedure stenosis at both target lesion sites was 0%. The patient's vital status was reported as ¿death¿ during the one month follow up. Date of death or additional information was not provided.